Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(4): (B)(6) "the patient was revised due to pain. It was unknown if there was any surgical delay."